Event description:
Boston scientific received information that this device was removed and returned for an unspecified reason. Initial analysis testing revealed that this device had a shorted ert to eol at middle of life battery voltage due to larger than expected cell impedance increase. Which maybe an indication of an out of specification condition. The device was forward on for further detailed laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The subpectoral implant jan 2008 population product advisory was initially communicated on 5/12/2006.